Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: carto mapping system. Other company¿s devices were used during this study: quadripolar catheter (viking, bard), ibi therapy cool path (irvine biomedical), noncontact mapping system (esi 3000, st jude medical). (B)(4). Biosense webster manufacturer's (B)(4) are related to the same article. (B)(4). The devices were not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that two patients died resulting from a low-output syndrome (causing cardiogenic shock and multiple organ dysfunction) during the same hospital stay despite electrical storm resolution. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, these events are unrelated to the device and most likely related to the procedure. Title: "feasibility and safety of catheter ablation of electrical storm in ischemic dilated cardiomyopathy." The purpose of this study was to evaluate the feasibility, safety, and effectiveness of radiofrequency catheter ablation (rfca) in controlling electrical storm and its impact on survival and ventricular tachycardia/fibrillation recurrence. Other serious and non-serious adverse events were reported in this article (serious events are reported to FDA separately): 1 patient died before rfca because of shock-refractory ventricular fibrillation that rapidly degenerated into asystole (bwi will not open complaints for following events as none of them are device-related or procedure-related); 2 patients died during long-term follow-up due to worsening of pre-existing renal failure and pneumonia (bwi will not open complaints for following events as none of them are device-related or procedure-related); 1 patient non-cardiac death resulting from stroke; 1 patient hematoma. Suspected device is narvistar thermocool ablation catheter, however catalog and lot number are unknown.